Manufacturer narrative:
Tracking # (B)(4). Information anticipated, but unavailable at this time. Batch # (B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? Total gastrectomy. On which firing did this occur? On the second firing. Did any pieces fall into the patient? No. Will all pieces be returned with the device? Yes. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 33 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, it was observed that the device fires and the trigger reaches halfway and does not advance. It was observed the break of the handle. Another like device was used to complete the procedure. There were no adverse consequences for the patient.